Event description:
The nurse reported that the customer was hospitalized, and he requested having somebody to set up his insulin pump. Attempted to contact the customer in several occasions to get more information on his admission without any results. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.